Event description:
It was reported that patient underwent a reverse shoulder arthroplasty in (B)(6) 2011. Patient reports an alleged humeral tray fracture. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a comprehensive reverse shoulder arthroplasty in (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay correct revision procedure date.

Event description:
It was reported that patient underwent a comprehensive reverse shoulder arthroplasty in (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - (B)(6) 2011. PMA/510(k) number. Manufacture date ¿ unknown.